Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was to get assistance getting in touch with a rep for reprogramming. Pt reported they had a spinal fusion done end of january. They did not touch the implant. Pt used the device only once since then. Since end of january pt had not been getting pain relief. Pt would like to meet with a rep for reprogramming to see if the device could provide additional pain relief. Pt also mentioned they were doing physical therapy now. Pt said their hcp was dr. Justin merklow but hcp left the clinic. Pt said they would still go to the same clinic-uc health. Pt asked if rep could stop at their house. Reviewed the role of rep. Reviewed the process of contacting the rep.